Event description:
Hospital employee reported the hospitalization due to high blood glucose. The blood glucose reading was 241 mg/dl. The blood glucose reading at the time of the event was 320 mg/dl. Customer was dehydrated and nauseated. Diagnosed diabetes ketoacidosis. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.